Event description:
On 4/17/08, thermage was notified of an event where a pt underwent a thermage procedure. Procedure date was 2008 and resulted in third-degree burns on the thigh, under and around the return pad location. Some remedial epidermal treatments have been performed and medical treatment is ongoing.

Manufacturer narrative:
Nxt, handpiece, return pad, and device sd card were returned for investigation. After extensive testing of the handpiece and nxt system, no causal defects were found and is operating within specs. An eval of the return pad noted no problems or defects were found with the exception of: the pad shows evidence (by virtue of the clamping indentations) of insufficient/partial insertion into the clamp. It is unk if this had any causality to the adverse effects. The gel was delaminated on the edges. This is non causal to the complaint because the delamination was limited to the non conductive portions of the pad, and most likely the delamination occurred during shipment as the pad was stuck to packaging material. The sd card data analysis shows a high amount of "lifted" technique errors for c2/c2 tips on the 16th, but otherwise does not indicate hardware malfunction. Prior to thermage procedure, the pt was sedated. Pt feedback is needed to assist the physician in setting appropriate treatment levels. Thermage technical user manual, quick study guide and technical bulletin #08 strongly discourage the use of anesthetic techniques during treatment. Causation is most likely the result of pt being under sedation during treatment.